Event description:
Event description cpi received information that this endocardial lead was an attempted implant. During the implant of an implantable cardioverter defibrillator (ICD) the physician tried to reposition the lead for the second time and the helix broke off. The physician elected to implant a new lead of the same model.